Manufacturer narrative:
Additional info b5: medtronic received additional information that in situations where oxygenator performance is decreased, opening the recirculation line can provide for better oxygenated blood delivery to the patient if the blood flow remains constant to the patient and po2 increases due to the recirculation. This process is rarely used but if managed appropriately can help support the patient. This action hopefully provides better oxygen delivery to the patient to decrease the risk of injury due to low po2 correction b1: updated this section to capture product problem and adverse event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion oxygenator, dangerous performance was observed, including pressures, oxygen, and carbon dioxide levels in dangerous ranges. The pressure reached 650 mmhg, whereas 250-350 mmhg was expected. The lowest pao2 visualized with calibrated b-capta (inline o2 measurement) was 64 mmhg at 100% fraction of inspired oxygen, and the lowest pao2 documented with arterial blood gas was 91 mmhg at 100% fraction of inspired oxygen, while values of 200 mmhg plus were expected. To maintain the patient on pump and address low pao2, the recirculation line was opened to double oxygenate approximately 500ml-1,500ml/min of blood flow. After the problem appeared and the patient¿s heart was already arrested, there was strong consideration of an oxygenator change out, which was deemed a very high risk procedure; the surgeon was asked to speed up the process to avoid this intervention. Testingincluded calibrated b-capta inline o2 measurement and arterial blood gas analysis. It was unknown if there was any complications as a result of the event. Medtronic received additional information that there was no patient impact. The pressure increase suddenly. Plasmalyte solution and heparin, phenylephrine were used during the case. The pressure was measured in the circuit pre oxy. Heparin dose was monitored using act, and the values are¿ 581 pre-bypass, 470, 720, 666, 498, 474. The patients serum albumin level pre- bypass was at 37, and the patients pre- operative platelet count is- 252. Medtronic received additional information that when the oxygenator was producing a low po2, by opening the recirculation line, arterial blood was pumped back into the reservoir increasing the venous saturation. This provided the membrane with less gradient and the potential to deliver a higher po2 to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.